Event description:
A patient reported experiencing inaccurate erratic results the meter. There were two occasions the patient tested. In june 2000, the patient's blood glucose results were 104 and 186 mg/dl. Tests were done within 15 minutes with a difference of 50%. The second test the patient's blood glucose results were 116 and 38 mg/dl. Tests were done within 11-20 minutes with a difference of 69 mg/dl. Patient did not experience any adverse events. No further information has been reported.